Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy; no additional information was received regarding further outcomes.